Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen that the lens was received cut in half. The lens condition is consistent of a lens that was removed from the patient¿s eye. There was no black mark or indication found on the lens; therefore, the reported complaint of black mark on the lens or indication on the outer edge of the lens cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu states the following: examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. The lens may be soaked in sterile balanced salt solution or sterile normal saline until ready for implantation. The manufacturing record review was performed. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a black mark on the intraocular lens (iol) or indication on the outer edge of the iol. The lens was implanted and had to be removed during the same procedure. The incision did not have to be enlarged and the procedure was completed successfully by using a new lens. In follow-up, it was reported that there was no vitrectomy performed, the replacement lens was the same model and diopter and the patient is doing well. No further information was provided.